Event description:
During the loading process, one haptic of a cq2015 collamer three-piece lens was torn off and missing. The reporter stated it was unk if the lens was received with the haptic missing or if it was damaged during loading. There was no pt contact.